Event description:
Additional information received from a manufacturer representative (rep) reported the patient's weight was 77 kg. It was noted that the device was still implanted and will be replaced on (B)(6) 2020. It was noted the device would be returned at that time. The information provided was confirmed with the healthcare professional hcp)/account. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 380.1 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the pump was having sporadic unexplained motor stalls and the pump would likely be replaced. Review of the pump logs from (B)(6) 2020 at 1:52 pm showed that the pump motor stalled on (B)(6) 2020 at 7:04 pm and then recovered on (B)(6) 2020 at 12:27 am. It stalled again on (B)(6) 2020 at 12:57 am with a recovery at 1:11 am; stalled at 1:23 am with a recovery at 7:02 am; stalled at 7:24 am with a recovery at 12:55 pm; stalled at 1:54 pm with a recovery at 7:07 pm; stalled again at 8:17 pm and then recovered on (B)(6) 2020 at 12:55 am. The pump motor stalled again on (B)(6) 2020 at 1:39 am, with a stopped pump period may exceed 48 hours message logged on (B)(6) 2020 at 1:39, and then the pump motor stall recovered on (B)(6) 2020 at 6:21 am. The patient had no new environmental or MRI exposure related to the stalls. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.